Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a verified lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a review of the device history records was completed: mark two manufactured the 14 mm reamer head (ria), part number 352.254 lot 7586128 (supplier lot (B)(4)). Mark two certificate of compliance indicated the lot conformed to specifications. Also certifications from (B)(4) indicated the lot conformed to the required specifications. The lot was inspected and conformed to the synthes tabulated inspection sheet. There were no material review reports, non-conformance reports, or complaint-related issues with this lot. (B)(4) parts were released to the warehouse on 27february2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reamer head of a reamer/irrigator/aspirator (ria) as well as the tip of a reamer drive shaft snapped when testing the device prior to surgery. There was no surgical delay reported and a backup device was readily available. The surgery successfully completed. This is report 2 of 2 for (B)(4).